Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check with tandem technical support found that the occlusion may be related to the infusion set site; however, customer declined to remove the site at the time of the report to confirm if this was source of occlusion. Customer's blood glucose was 302 mg/dl.